Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. Reprogramming was suggested to provide less therapy and the patient also started some new medications for the af. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a review of the daily measurements showed shock impedance measurements greater than 200 ohms. Additionally, the patient was being shocked regularly due to atrial fibrillation (af) due to rapid ventricular rate (rvr). No adverse patient effects were reported. The patient had been lost to follow up.

Manufacturer narrative:
Additional information was received stating that impedance testing was performed and impedance measurements less than 200 ohms were produced when the proximal coil was removed from the configuration. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received stating this system was also exhibiting noise which was oversensed resulting in inappropriate anti-tachycardia pacing (atp) therapy and an inappropriate shock. Pacing inhibition was reported; however, there was no inhibition greater than two seconds. Pacing impedance measurements greater than 3000 ohms and no capture were also observed. After discussing with the patient and reviewing original implant notes, the physician and electrophysiology study on the patient and it was negative. The physician elected to program off defibrillation therapy and program the device to aai mode. No adverse patient effects were reported.